Manufacturer narrative:
Correction: section b5 statement. The patient is "pending explant" not "explanted and replaced".

Event description:
It was reported that a low battery alert indicative of premature battery depletion was observed via remote transmission on the implantable cardiac monitor (icm). The icm was pending explant. The patient was stable.

Event description:
It was reported that a low battery alert indicative of premature battery depletion was observed via remote transmission on the implantable cardiac monitor (icm). The icm was explanted and replaced. The patient was stable.